Event description:
A report was received that a patient was experiencing a sharp pain in her back after reaching for a glass. The physician assessed the patient and noted that ipg may have slightly shifted. There were no signs of swelling or redness. The physician injected the patient's pocket site with a local anesthetic for the pain and prescribed pain patches. The patient is doing well following the injection.